Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. (B)(4).

Event description:
A consumer reported she was not able to read in near distance after multifocal intraocular lens (iol) implantation. Far distance vision was reported to be better but not completely clear. The event was reported 3 days after implantation. Additional information has been requested but not received.